Manufacturer narrative:
This report is submitted on july 14, 2023.

Event description:
Per the clinic, the patient was placed under general anesthesia on (B)(6) 2023 in order to remove the abutment due to poor performance.